Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensors. With two sensors there was no signal. Upon removal, the customer noticed that the cannulas were folded up. The customer's blood glucose was unk. Nothing further was reported.